Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose(bg) levels and low bgs, no values were provided. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.